Event description:
Patient was revised to address loosening of the asr cup. It was noted that there was little to no ingrowth, and that the patient had been experiencing chronic groin pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.